Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same date, the patient was hospitalized. The cause of the peritonitis was unknown. The patient was treated with cefazolin and fortum (doses, frequencies and lot numbers were not reported). The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Further information was received from a nurse. On an unreported date, the patient began dianeal pd4 therapy (dose, frequency, and lot number not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal pd4 therapy was not reported. On (B)(6) 2012, the patient recovered from this peritonitis event and was discharged. The peritonitis event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.